Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted and the motor passed motor test. The insulin pump has cracked case at display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 155 mg/dl. The insulin pump will be replaced. Nothing further reported.